Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure device noted to be protruding through serosa on the right/right essure device noted to be perforated at level of cornua') in a 29-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced back pain ("back pain/severe back pain"), dysmenorrhoea ("dysmenorrhea/pain: chronic, dysmenorrhea/dysmenorrhea (cramping)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue"), migraine ("migraines") and nausea ("nausea") and was found to have weight increased ("weight gain/weight gain/loss : specify: gain"), 1 year after insertion of essure (ess205). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), arthralgia ("joint pain"), anxiety ("anxious"), depression ("depressed"), headache ("headaches"), allergy to metals ("nickel allergy/allergy: hypersensitivity"), mental disorder ("psychological or psychiatric problems") and dermatitis allergic ("rashes or skin conditions/rashes or skin conditions type: rashes/allergic or hypersensitivity reaction type: rashes") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the uterine perforation, hormone level abnormal, vaginal haemorrhage, fatigue, migraine, headache, nausea, allergy to metals, mental disorder and dermatitis allergic outcome was unknown and the pelvic pain, back pain, arthralgia, weight increased, dysmenorrhoea, menorrhagia, anxiety and depression had not resolved. The reporter considered allergy to metals, anxiety, arthralgia, back pain, depression, dermatitis allergic, dysmenorrhoea, fatigue, headache, hormone level abnormal, menorrhagia, mental disorder, migraine, nausea, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: received treatment for pain: chronic, dysmenorrhea, bleeding: menorrhagia (heavy menstrual bleeding), current weight 160 lbs in current fu patient reported getting essure in 2006. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jan-2021: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure device noted to be protruding through serosa on the right/right essure device noted to be perforated at level of cornua') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced back pain ("back pain/severe back pain"), dysmenorrhoea ("dysmenorrhea/pain: chronic, dysmenorrhea/dysmenorrhea (cramping)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), fatigue ("fatigue"), migraine ("migraines") and nausea ("nausea") and was found to have weight increased ("weight gain/weight gain/loss : specify: gain"), 1 year after insertion of essure (ess205). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), arthralgia ("joint pain"), anxiety ("anxious"), depression ("depressed"), headache ("headaches"), allergy to metals ("nickel allergy/allergy: hypersensitivity"), mental disorder ("psychological or psychiatric problems") and dermatitis allergic ("rashes or skin conditions/rashes or skin conditions type: rashes/allergic or hypersensitivity reaction type: rashes") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the uterine perforation, hormone level abnormal, vaginal haemorrhage, fatigue, migraine, headache, nausea, allergy to metals, mental disorder and dermatitis allergic outcome was unknown and the pelvic pain, back pain, arthralgia, weight increased, dysmenorrhoea, menorrhagia, anxiety and depression had not resolved. The reporter considered allergy to metals, anxiety, arthralgia, back pain, depression, dermatitis allergic, dysmenorrhoea, fatigue, headache, hormone level abnormal, menorrhagia, mental disorder, migraine, nausea, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: received treatment for pain: chronic, dysmenorrhea, bleeding: menorrhagia (heavy menstrual bleeding), current weight (B)(6). In current fu patient reported getting essure in 2006 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-dec-2020: case become serious incident.mr received. Reporter's information added.event:essure device noted to be protruding through serosa on the right were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report